Event description:
Chandelier implanted at 12 o'clock during vitrectomy left eye, touched human lens, cataract formation, needed cataract surgery during initial surgery. Needed another surgery for intraocular lens implantation.